Event description:
It was reported that during a percutaneous transluminal angiography procedure, the sterling balloon ruptured. The 100% stenosed lesion was located in a moderately tortuous, non-calcified, shunted vessel in the right upper arm. The 4.0x40mm sterling balloon was inflated twice. On the second inflation, the balloon ruptured at 10atm. The procedure was completed with a different device with no patient complications. The patient was reported to be good post procedure.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).